Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced with multiple cartridges during the fill process. There was no adverse impact to customer's blood glucose level. No troubleshooting was able to be performed as issue was not occurring at time of report.